Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; defect found on rev 4. Returned meter - e-0 with controls. Test strips were not returned for evaluation. Corrected sections as of (B)(6) 2020: h10: most likely underlying root cause changed from "mlc-20: user's test strip had poor storage" to "rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi; customer was also concerned with high blood glucose test results obtained of 538 and 562 mg/dl. Customer only started to use the truemetrix meter on (B)(6) 2020. The customer stated he does not know his expected glucose range as he was just recently diagnosed. At the time of the call the customer reported symptoms of increased thirst and increased urination. Medical attention was not needed at the time of the call. The product is not stored according to specification and is stored in the kitchen. The customer had another vial of test strips with the same lot number that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 462 mg/dl using truemetrix meter. The meter memory was reviewed for previous test result history: (B)(6).